Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus via the pump and manual insulin injection. Customer reported using fiasp insulin. Tandem technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.